Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation. An investigation therefore was not performed and the customer's reported complaint could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specifications. A review of the production order did not identify a non conformance report that was related to the reported complaint. A search of complaints revealed no additional complaint have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted and then removed due to an unfolding issue with the lens. There was no patient injury reported; however, both an incision enlargement and a vitrectomy were performed. No further information was provided.